Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure using rf, when the introducer was inserted into a patient, and an attempt was made to draw blood, air was aspirated. After repeated attempts, the same symptoms were confirmed, so it was determined that the hemostasis valve was malfunctioning and could no longer be used as is. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.